Event description:
The olympus representative reported (on behalf of the customer) that during a therapeutic laparoscopic assisted colectomy procedure, the image on the endoeye flex deflectable videoscope was not stable. The white balance was readjusted many times during the case. The white balance function switch was believed to be operating on its own. No error occurred. The problem occurred a little while after the power was turned on. The subject device was used for the second time after delivery. There was no abnormality with the water leakage detection. The intended procedure was completed with a similar device that was available in the facility. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported white balance issue was confirmed and determined to be the result of torn coating on core wire of the sw2 cable. A definitive root cause of the core wire coating tear could not be determined, however, it was likely the result of stress due to repetitive bending of the universal cord or accidental excessive bending was applied. Olympus will continue to monitor field performance for this device.